Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading cartridge with insulin. Customer changed the syringe needle to resolve the issue. Blood glucose (bg) was within range (value not provided). Customer alleged air gaps were observed in the tubing. Customer primed air out to resolve the air gap issue. Bg was 378 mg/dl.